Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not charging the ipg effectively. The patient underwent a revision wherein the ipg was replaced and upgraded.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not charging the ipg effectively. The patient underwent a revision wherein the ipg was replaced and upgraded.